Event description:
(B)(4). I have had constant pain and cramping since having the implants done. I now have abnormal and excessive bleeding during my periods, painful ovulation, night sweats and; painful intercourse. My dr had recently diagnosed me with endometriosis, caused by the essure. My body hurts, lower back, hips, knees- pain the multiple visits to a chiropractor did not provide any relief. I wake up daily with a headache that lasts about an hour, most days it goes away. But weekly I have a headache that lasts 2-3 days and I cannot find relief. Dizziness, forgetfulness, confusion, mood swings, numbness and tingling sensations in my hands, feet and face. I am constantly exhausted! I have blisters that pop and peel and my hands and feet, eczema type sores in my hair causing my hair to fall out. I have acne and bumps that look like acne but aren't on my face, chest and back. My skin is dry and very itchy. I have hair growing in places a woman shouldn't have hair growing. My teeth hurt. My eyes are dry, have floaters and my vision is blurred. I continue to gain weight even with a vigorous exercise regime, strict meal plan and medication my pcp to help me lose weight! Depression is a daily battle. I rarely sleep a full night. I had emergency surgery to remove my gallbladder even thou I had never in my life had a single digestive issue, and even when it was removed, there was not one gallstone, it just quit working. Prior to essure being implanted I did not have one of the above listed problems. Not one.